Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as (B)(4) 2005. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, the quick coupling for k-wires device was ¿tested and was found that it had noise and vibration¿. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.